Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device underweight and an extended opening. A microscopic analysis was performed which identified one sharp edge opening (unidentified (tear) opening) and non-penetrating nick near the opening, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is one sharp opening on the posterior due to surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ¿left side rupture¿. The device has been explanted.